Event description:
It was reported that the pump alarmed, and a message was displayed on the screen: no disposable. The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 2. Total reservoir volume: 92cc. Given: 80.1 air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: 65. A closed system transfer device was not used to fill the cassette. The pump was used to prime the extension tubing. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.